Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was involved with a needlestick injury. The nurse activated the safety mechanism on the device and received a dirty needle stick. No mention of medical intervention or subsequent testing has been mentioned. The following information was provided by the initial reporter: material no:329515 batch no: unknown . Customer stated that the incident happened after use. A nurse reported that after use, she activated the safety on the needle, but somehow still stuck her thumb while removing the pen. Customer stated that there was no change in treatment to the patient, but wanted to report the incident. No definitive date of event, only said it happened between (B)(6).